Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to cracked end cap. No prime alarm noted. The insulin pump passed the operating currents test, self-test, unexpected restart error test and displacement test. We were unable to perform the rewind, basic occlusion, occlusion and no delivery tests due to cracked end cap. The insulin pump had cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 170 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.